Event description:
It was later reported that there was also noise on the lead. The patient is part of the system longevity study.

Event description:
It was reported that the patient alert was triggered due to high impedance. It was also reported that the patient did not hear the alert tone. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.